Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to vaginal and uterine prolapse, cystocele, rectocele, enterocele, interstitial cystitis, urethral hypermobility, fecal and urinary incontinence. It was reported that following insertion the patient experienced bleeding, vaginal swelling, incontinence, depression, anxiety, and inability to have sexual intercourse. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced postcoital bleeding and urinary tract infection.